Event description:
The customer reported that the insulin pump alarmed while attempting to change the site. The blood glucose reading was 212mg/dl. Troubleshooting was performed and the drive support cap was sticking out. Assisted the caller to run the displacement test and passed. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.